Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the interpulse handpiece with high flow tip was being used in a procedure when it leaked a green substance on the sterile field. The procedure was cancelled due to the event. There were no patient or user injuries, and no adverse consequences.